Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
During a procedure, the stent on palmaz genesis optapro balloon would not expand. The physician placed the device in the appropriate position, and tried to inflate the balloon at nominal pressure. The balloon was inflated using a 10ml angiographic syringe. The pressure was increased to approximately 9 atm. A second stent was placed in the appropriate position using another palmaz genesis and expanded normally. The physician then removed the stent from the device that would not expand, and placed the stent on the device would expand; however, the stent would not expand at nominal pressure after reaching the appropriate position. The balloons on both the palmaz genesis stent delivery systems were inflated without difficulty. The lesion was 90% stenosed and the stenosed lesion length was 6cm. The lesion was pre dilated with an optapro balloon. There was no injury to the patient. The product will be returned.